Manufacturer narrative:
Device evaluation results. One cadd legacy pump was returned for investigation in used condition. Visual inspection revealed that housing was cracked. The investigator also noted that the nub on the dso was missing. This issue was giving rise to the double beeping alarm that the user observed when the cassette was attached to the pump. The downstream sensor was replaced as a result. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The problem source of the reported product problem was unknown. A root cause was not established.

Event description:
Information received indicating that a smiths medical cadd legacy plus was continuously alarming. No adverse effects reported.